Event description:
It was reported that the patient was seen for abdominal pain and the pump was noted to be "free floating." The pump had flipped/inverted, which was noted on physical exam on (B)(6) 2011. The a revision was done (B)(6) 2011. The pump contained the drug dilaudid. The reporter noted that this was a non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot # n279471002 implanted on: (B)(6) 2011 explanted on: unk.